Event description:
Pinnacle posterior pelvic floor repair kit was opened. When physician went to use it, the connection between the suture and mesh broke.======================manufacturer response for pinnacle pelvic floor repair kit, pinnacle (per site reporter)======================manufacturer provided rga# for product return evaluation.